Manufacturer narrative:
Unable to confirmed battery out limit alarm and weak signal alarm due to no button response anomaly. The insulin pump was received with no button response due to moisture damage keypad traces. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked battery tube threads and stained end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 317 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.